Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 357 mg/dl while using the ilet and inquired about taking external insulin injections; they were advised regarding safe use of off-system long-acting and short-acting insulin and the risk of insulin stacking, and the user elected to disconnect from the ilet to take subcutaneous insulin by pen after a same-day infusion set and supply change. Symptoms included hyperglycemia without reported illness or other adverse effects. Outcomes included user self-management with external insulin and planned follow-up after the recommended off-system interval, with no hospitalization, alerts, or alarms reported. Investigation included customer counseling and device use troubleshooting focused on insulin delivery practices and infusion set status. Investigation of this case revealed no device alarms or identifiable device malfunction, and the cause of the hyperglycemia remained unclear despite education on insulin stacking and verification of recent set change and hardware configuration. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.